Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the device is cracked and its edges are worn and dented. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive user applied mechanical forces during use.

Event description:
On 212022, it was reported by a sales representative via sems that an ar-603-a309 and trailing inserters were cracked. Surgeon was able to used another set to complete the case without further issues. This was discovered during a tka procedure on (B)(6) 2022. Nothing broke inside the patient.